Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed it was unable to boot. During troubleshooting, the fse worked with the nss and identified that the marathon ups batteries had been drained. The fse bypassed the ups to supply power, but the issue persisted. The fse then determined that the mpdu control board was not powering the system. After removing the mpdu control board, the fse observed burned resistors. The defective mpdu was returned for analysis, which confirmed a malfunction of the mpdu control unit and identified the burn spots on the mpdu. Following replacement of the mpdu unit, the system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.